Event description:
A health professional reported that an ophthalmic handpiece became hot and presented a system message before a cataract surgery. The surgery was completed successfully. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phacoemulsification handpiece was returned for this investigation for testing. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The phaco handpiece was received for this investigation for testing. A visual assessment of the returned sample revealed missing red dot. The sample was connected to a calibrated resistance breakout box, where its input and/or output impedance was found to be out of specification. The returned sample was connected to a calibrated system, where it displayed a sm indicative of a nonconforming handpiece pressure sensor. Due to the system message, temperature test was unable to be performed and verified. The root cause of the reported event can be attributed to wear/reliability of the pressure sensor. However, how or when this component became nonconforming remains inconclusive. Due to the system message, the root cause of the reported ¿high temperature¿ is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).